Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/02/2016 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated they were using 2 smart devices, both with the g5 application and same account attached. Patient stated that they experienced issue on their primary smart device, and wanted to continue only using the primary device. Dexcom representative advised patient to use the secondary smart device's bluetooth settings to remove the transmitter, then uninstall the g5 application. Next take their primary smart device and unpair then re-pair with the transmitter. Dexcom representative advised patient that it maybe necessary to uninstall and reinstall the g5 application on their primary smart device if the re-pairing is not successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/11/2016 and could confirm the reported loss of connection. No additional patient or event information is available.